Event description:
Two same lot samples were received unexpectedly from returned goods. Customer apparently returned product to the wrong bard facility. The medwatch report was included in the package with the following description. The device blocked the scope suction channel despite multiple scopes and multiple ligators being used.